Event description:
A customer reported that during a patient procedure, using a glidescope core 10-inch monitor, the image would intermittently blank out when the anesthesiologist would insert the laryngoscope into the patient's mouth. No delay during the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The customer's glidescope core 10-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor and was unable to confirm the reported image issue. When connecting the monitor to known, good, test verathon equipment, all test equipment produced a normal image. The monitor functioned as intended and passed all functionality testing with no failures found. Upon completion of the evaluation, the glidescope core 10-inch monitor was certified and returned to the customer. Follow-up information received from the customer reported that they use a variety of different glidescope video laryngoscopes with their glidescope core 10-inch monitor but could not isolate the reported issue to any one of them. They reported that the image issue is very intermittent and not easily reproducible. Neither the glidescope core smart cable nor any glidescope video laryngoscopes were returned with the monitor for evaluation. No further investigation is required at this time. Verathon will continue to monitor for trends.